Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer stated that she had inserted the infusion set two days prior, and upon removing it, she found that the cannula was bent. The customer's blood glucose was over 600 mg/dl. The customer stated that she had called her doctor and had been advised to go to the emergency room. She noted that she was on the way to the emergency room at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.